Manufacturer narrative:
B3: date of event: date of event was approximated to 05/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation.

Event description:
It was reported to boston scientific corporation that a bite blox was used during an esophagogastroduodenoscopy (egd) procedure. During the procedure, the bite blox cracked and broke into two pieces. No further information has been obtained despite good faith efforts.